Manufacturer narrative:
Natasha a. Loghmanpour and et al (2013). Assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. Society for vascular surgery, volume 57, pages 309-317. This medwatch report is being submitted for 12 patients with no patient demographic or device specifics. The literature article has been attached to the report.

Event description:
As reported via a literature review, assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. There were 6 tias, 6 cvas, 4 deaths and 12 unspecified adverse events involving the angioguard embolic protection device.